Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported the stent was the wrong size. The target lesion was located in an 85% stenosed and severely tourtous left leg iliac artery. A contralateral approach was used to access the pre-dilated lesion. A 6f non bsc sheath and a 5f non bsc guide catheter were advanced. The target lesion was then subsequently treated with an epic¿ vascular 8x80x120mm stent. During deployment the stent deployed the first 2cm normal. However, the physician found the rest of length of deployed stent was shorter than expected. The deployed stent was no more than 5 cm long and the lesion was not fully covered. The physician then selected a 8x10mm non bsc stent to cover the remainder of the lesion. The procedure was completed by post-dilating the stent with a mustang balloon catheter. The patient was stable without any complications.